Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported the battery was non-functional and a replacement was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The healthcare provider reported there was poor communication, that the patient was able to turn the therapy off for a medical procedure, but the therapy could not be turned back on with the nurse's assistance. Troubleshooting did not resolve the reported communication issue. The patient was to call back when they were ready to replace the patient programmer. The nurse was transferred to the answering service to have a manufacturer representative paged to turn the therapy back on. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the generator was at end of service and was replaced.